Event description:
The customer reportedly rec'd the following results on the accu-chek advantage system within 10 mins: 202 mg/dl, 48 mg/dl and 62 mg/dl. The customer felt hypoglycemic and went to bed to lay down. No add'l actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.